Event description:
Per biomed, sterile processing employee checking pump, the censor was reading "air in line" when there wasn't causing pump to stop. Usually requires the tubing or censor to be replaced. This is happening with other pumps. Manufacturer response for infusion pump, carefusion (per site reporter). Per biomed, manufacturer did not want the pump sent to them, they sent a new censor to the facility.